Manufacturer narrative:
(B)(4). Pump was received with broken motor slide. Unable to perform displacement test due to broken motor slide.

Event description:
Customer reported via phone call that the reservoir was stuck in the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.